Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, who had experienced multiple occurrences of the issue, already had a new pump and required help resetting the old one to retrieve the tx ID. Technical support assisted with the reset, and the malfunction code did not recur after the reset. No further assistance was needed.